Event description:
This complaint is from a literature source. The following literature cite has been reviewed: e. De haan , j.d. Cnossen , j.j.l.m. Van der aart , s.p. Knops , l. De jong , r. Van vugt , the femoral neck system versus the dynamic hip screw in patients with a femoral neck fracture: 2-year follow-up of a multicenter study, injury (2025), doi: https://doi.org/10.1016/j.injury.2025.112464. Pubmed citation not provided. Objective/methods/study data: the aim of this retrospective, multicenter study was to compare the clinical outcomes of the femoral neck system (fns) (depuy synthes) and the dynamic hip screw (dhs) (depuy synthes) in head preserving treatment of femoral neck fractures. Between january 2012 and may 2022, a total of 505 patients (250 male and 255 female; mean age of 63.0 (±12.5) years) were included in the study. Among them, 239 patients were treated with the dhs and 266 patients were treated with the fns. The follow-up duration of the included patients was two years and patients were excluded if they were lost to follow-up during the study period. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: depuy synthes fns and dhs adverse event(s) and provided interventions possibly associated with unk - constructs: fns (qty (B)(4). (N=12) pain/arthrosis requiring removal of the osteosyntheses material in 3 patients or conversion to total hip arthroplasty in 9 patients. (N=4) requiring blood transfusion (n=4) infection (n=36) treatment failure (avascular necrosis/ non-union). Adverse event(s) and provided interventions possibly associated with unk - nail head elements (qty (B)(4): (n=36) treatment failure (cut-out). Adverse event(s) and provided interventions possibly associated with unk - constructs: fns and unk - nail head elements (qty (B)(4): an 87-year-old - treatment failure (avascular necrosis/ cut-out/ non-union) after 8 months. A 75-year-old - treatment failure (avascular necrosis/ cut-out/ non-union) after 2 months. *treatment in the fns group: overall reoperation rate was 21% (n=52). Adverse event(s) and provided interventions possibly associated with unk - constructs: dhs/dcs (qty (B)(4): (n=4) requiring blood transfusion (n=23) pain/arthrosis requiring removal of the osteosyntheses material in 16 patients or conversion to total hip arthroplasty in 7 patients. (N=1) infection (n=37) treatment failure (avascular necrosis/ non-union). Adverse event(s) and provided interventions possibly associated with unk - nail head elements: dhs/dcs (qty (B)(4): (n=37) treatment failure (cut-out). Adverse event(s) and provided interventions possibly associated with unk - constructs: dhs/dcs and unk - nail head elements: dhs/dcs (qty (B)(4): a 57-year-old - treatment failure (avascular necrosis/ cut-out/ non-union) after 8 months a 68-year-old - treatment failure (avascular necrosis/ cut-out/ non-union) after 23 months. *treatment in the dhs group: overall reoperation rate was 28% (n=63). This report captures: this ip captures (n=36) treatment failure (cut-out) *treatment in the fns group: overall reoperation rate was 21% (n=52).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.